Event description:
It was reported that the lead was experiencing low sensing values. It was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the lead was returned for warranty credit. Examination of the returned lead found the outer insulation to be cut at 25cm from the connector end. The suture sleeve was cut. The damage found is consistent with that occurring at the time of explant. The electrical continuity of the lead was normal.